Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the drill was getting hot and displayed error code 15 (stalling). There was no patient impact.